Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve in a patient with an annular perimeter measured 64.4mm. When the valve was deployed at an optimal depth on both the non-coronary cusp and the left coronary cusp, adequate steps were taken to ensure the valve was placed in the intended position. Angiogram and echocardiogram noted acceptable depths. Upon release, the valve dislodged into the sinuses above the annular plane. The delivery catheter system (dcs) was withdrawn. When the dcs was withdrawn from the patient, it was noted to be out curvature. A second 20mm non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, in a patient with an annular perimeter that measured 64.4mm, the valve was deployed at an optimal depth on both the non-coronary cusp and the left coronary cusp. Adequate steps were taken to ensure the valve was placed in the intended position. Angiogram and echocardiogram noted acceptable depths of 1 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). The deployment starting point was at the bottom 1/3 pigtail. Upon release, the valve dislodged into the sinuses above the annular plane. After the valve dislodgement, the implant depth was -2 mm on the ncc and -2 mm lcc. The delivery catheter system (dcs) was withdrawn from the patient. It was reported the dcs was noted to be hugging the outer curvature of the aorta in the left anterior oblique (lao) imaging projection. A second 20mm non-medtronic valve was implanted. No balloon aortic valvuloplasty (bav) was performed during the procedure and a non-medtronic (safari) guidewire was used. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.